Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl at the time of the incident. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. The blood glucose value associated with the triggered suspend event was 116 mg/dl. The customer stated that the difference was occurring with a previous sensor. The customer stated that the new transmitter seemed to be given sensor issues. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.